Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2020, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source balen a, sobel d, elsamra s, golijanin d (2020) spaceoar hydrogel present 32 weeks after instillation prevents neobladder creation in patient undergoing robot-assisted laparoscopic radical cystoprostatectomy, journal of endourology case reports 6:4, 442-444, doi: 10.1089/cren.2020.0088. Block h6: imdrf device code a04 captures the reportable event of gel-last to long. Imdrf patient code e2326 captures the reportable event of inflammation.

Event description:
Boston scientific became aware of an event involved a spaceoar hydrogel system through the article, spaceoar hydrogel present 32 weeks after instillation prevents neobladder creation in patient undergoing robot-assisted laparoscopic radical cystoprostatectomy written by alejandra balen, mr et al. The article reported a case of a patient who opted for radiation therapy and androgen deprivation therapy (adt) after being diagnosed with prostate cancer. Eight weeks post-diagnosis, the patient received a spaceoar injection. During radiation treatment, the patient developed gross hematuria with clot obstruction. Cystoscopy revealed a papillary lesion at the dome of the bladder, leading to intravesical instillation of gemcitabine. Given the patient's high-risk prostate cancer and invasive bladder cancer, a decision was made to proceed with a cystoprostatectomy and creation of a neobladder. Upon entering the peritoneal cavity through an 8 mm periumbilical trocar, significant mesenteric fat tethering the bowel and limiting small intestine mobility into the pelvis was observed. Inspection of the periprostatic tissue revealed substantial radiation-associated dysplastic changes and a mass deep in denonvilliers' fascia, raising concerns about a rectal tumor. A digital rectal examination confirmed that the spaceoar hydrogel had not fully absorbed, causing erythematous inflammation in the anterior rectal mucosa. Consequently, the surgery was changed from a neobladder to an ileal conduit. Surgical pathology analysis demonstrated organ-confined adenocarcinoma of the prostate, though the gleason score was unavailable. Bladder pathology showed carcinoma in situ with negative distal ureteral margins. The patient was readmitted to the hospital three weeks post-operation for dehydration and required an overnight stay.